Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The extension tubing was observed to be damage approximately 4 cm from the proximal end. A longitudinal, almond shaped hole was present in the extension tubing and measured to be 1 cm in length. Microscopic observation of the damaged surface revealed striation patters consistent with damage caused by a ground sharpened instrument. The split edges were observed to be rough and contained points of stretched material. The reported event description indicates the damage was discovered during initial use. Since instrument damage was observed on the returned sample, the complaint is confirmed; however, the exact source of the damage and condition of the sample prior to package opening remains unknown. A lot history review (lhr) of asdws0027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while discharge air, the catheter was found broke at depth 9 cm. The device was not used a patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdws0027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while discharge air, the catheter was found broke at depth 9 cm. The device was not used a patient. No other information was provided.